Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. It was alleged that the pump caused the patient to have a blood glucose higher than 250mg/dl but less than 500mg/dl without symptoms. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-jul-2018 with the following findings: no evidence of an unexplained power event was observed in the black box. The battery compartment was cracked from the threads down to the case seal on the side, and below the grip pad. The returned battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed in the battery compartment. A leak test failed due a battery compartment leak. The battery cap was fastened and then unscrewed ½ turn leading to a power loss. Thus the reported ¿power¿ complaint was duplicated. The battery cap was fastened again. The ¿ez-prime¿ steps were performed correctly. No further power interruption occurred during the investigation. The pump¿s cover was removed; no further moisture ingress or any intermittent condition was found to the printed circuit board.